Event description:
It was reported that patient underwent a revision hip arthroplasty procedure on (B)(6) 2012 to implant a patient matched tri-flange component. During the procedure, the patient matched implant did not measure long enough between the ischial and pubic flange. The component was implanted; however, only the posterior-most holes on the component were utilized for fixation. This caused a delay of sixty minutes to the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The current issue cannot be confirmed as the patient matched implant remained implanted.